Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device expiration date: this device does not have an expiration date.

Event description:
It was reported that the needle of the suspect device broke off in the abdomen during an injection. The customer went to the emergency department on (B)(6) 2016 and had an x-ray but the needle was not seen and no attempts were made to retrieve the needle. The following day, the needle surfaced and the customer's wife was able to remove the needle with tweezers. The customer reports he is okay "now just sore from needle getting puss at site". The customer reports he rotates injection sites.

Manufacturer narrative:
Result - a sample was not returned for evaluation. A lot history review was carried out for the reported lot number 5161369. No related non-conformances was raised in association with this packaged lot, concluding all inspections were performed per the applicable operations and met qc specifications. Conclusions - as there was no actual returned sample for evaluation, the complaint could not be confirmed. An absolute root cause for this incident cannot be determined. Potential root cause is re-use.